Event description:
Information received indicates, the head hi/low has a slow drift.

Manufacturer narrative:
The technician replaced the emergency trend valve and re-tightened the head hi/low hydraulic fittings to repair the bed.